Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 11/22/2017. Patient code: (B)(4) undisclosed injuries. Device code: (B)(4) undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/30/2020. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain and recurrent hernia. It was reported that the patient underwent a mesh revision on (B)(6) 2018. Corrected information: manufacturing site name.

Manufacturer narrative:
Patient code: surgical intervention it was reported that the patient underwent mesh revision on (B)(4) 2016 by dr. (B)(6) at (B)(6) center due to incisional ventral hernia repair.